Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was 400 mg/dl. The customer was unable to complete the insulin pump rewind due to alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform basic occlusion, occlusion, prime, excessive no delivery and displacement test due to constant motor error alarm also, unable to perform occlusion a21, self-test and excessive no delivery test due to constant motor error alarm. The insulin pump was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.